Manufacturer narrative:
The same was fresh and centrifuged at 4200 rpm for 6 minutes. Qc was in control before and after the event. A field service engineer (fse) was dispatched and checked the cre module and recalibrated, which matched values from the day before. The fse also ran qc and a precision test, which both met specifications. The root cause was not determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining one erroneously high creatinine (cre) patient result generated by the unicel dxc 800 pro synchron chemistry analyzer. The customer repeated the result on another instrument and provided normal results. The physician questioned the results so there was no change to patient treatment.